Event description:
The facility alleges the straps came off the pt lift, causing the consumer to fall and hit their head, resulting in a subdural hematoma. The hematoma doubled in size overnight and surgery was required to relieve the bleeding.